Event description:
It was reported that the device was used during a laparoscopic hernia repair. It was reported by the rep that the device jammed. It stopped working. The case was completed by opening another device. There was no consequence to the pt.